Manufacturer narrative:
Eval of the returned product found that the zipper slider body is open on both panel a and panel b pt access areas. Panel side a has a 1 inch vinyl tear on the drainage port zipper and panel b has 1 inch nylon tear on the drainage port zipper. Panel c pt access window zipper is missing, the zipper slider body and the nylon on the left leg is frayed two feet. MFR ref file # (B)(4).

Event description:
The customer reported that the right panel has a tear by the seam but couldn't provide the length of the tear or location. The customer did not provide the date when this damage was discovered. There was no pt incident or injury reported.